Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pacer failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing without duplicating the reported malfunction. The pace/bridge/processor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.